Event description:
The customer called to report no delivery alarms. The customer also reported that he was taken to the hospital last week after experiencing a low blood glucose reading of 32 mg/dl while driving. Troubleshooting was performed, and the insulin pump passed the prime test. The customer had to go, and was unable to provide more information regarding the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.